Event description:
A surgeon reported a case of acute glaucoma with central retinal artery occlusion (crao). The patient had a gas bubble in place from a previous ocular surgery when they developed a gi emergency that requried surgery. Following gi surgery, the patient reported that on awakening from their anesthesia (general nitrous oxide) pt noted significant periocular pain and spouse noted that pt's eye was quite red and inflamed. The patient did not return for a post-op visit until weeks later. Their optic nerve and retina were atrophic. Additional information has been requested. Note: as reflected in the package insert a perfluoropropane (c3f8) gas bubble remains in place for approximately five weeks. The directions for use (dfu) state that nitrous oxide should not be administeed during anesthesia when a gas bubble is in place. Nitrous oxide should not be administered during anesthesia when a gas bubble is in place. Nitrous oxide can rapidly equilibrate with the gas, expand and raise the pressure in the eye.